Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experience hyperglycemia. Customer¿s blood glucose level was 400 mg/dl then plus 600 mg/dl. Customer stated that the infusion set cannula was bent. Customer was assisted with troubleshooting for cannula bent. Customer declined troubleshooting for high blood glucose. It was unknown that the customer was using auto mode feature. The devices will not be returned for analysis.